Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the "on/off key is hard to push" with an intermittent keypad response, which was experienced during eval. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump's on/off key is hard to push". It was also reported there was no pt involvement.